Event description:
The customer called with a complaint that the numbers on the meter display line are only partially showing. During the troubleshooting process, it was determined that there were missing segments from the tens and units positions of the display. A request was made to have the meter returned for evaluation. In the meantime, a replacement unit was provided. The customer has been invited to contact the co's 24/7 customer service line should any problems or questions arise.